Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an image brightness issue, was barely picking up red tones, and the image appeared dark. The issue was found during the inspection for use. There were no reports of patient involvement.